Event description:
Medtronic received a report that two pipeline failed to open distally and a third pipeline required balloon to open and adhere to wall. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right posterior communicating artery with a max diameter of 3.8mm and a 2.8mm neck diameter. The landing zone was 4.56mm distally and 5.12mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed aneurysm with contrast retention). It was reported that the surgeon selected a ped blood flow-diversion dense mesh stent for implantation, and first used a 5.0-25 ped. After deployment, the tip end did not open well, and the distal end could not open. After multiple attempts, it still could not open. The entire system was removed from the body and was replaced with a 5.0-20 stent, but the same problem occurred. The tip end was rough and did not open well. After multiple attempts, it still could not open, and the whole system had to be removed from the body. The 5.0-18 stent was then used, and the microcatheter was also replaced, and the surgery was finally completed. The tip end of the 5.0-18 stent still did not open well, but it had opened. After the surgeon subsequently used a balloon for dilation, the distal end of the stent opened and adhered to the wall, the surgery was over, and the patient was not injured. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received clarified that there was no issue with the catheter during the procedure. After the pipeline was failed to open several times, the catheter was also replaced to ensure safety. They were not sure if there was a problem with the catheter. The cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.